Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing ipp was removed and a new tactra penile prosthesis was implanted due to unspecified reasons. No information was provided about the patient's outcome. It was further reported that the patient experienced mechanical issues as the device would not inflate due to unknown reasons leading to the procedure. The patient did not experience any adverse events and was said to be recovering following the procedure.